Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked at the adapter site. Found during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Observations and testing: received a total of 286 units within sealed packages and 3 opened-empty packages. The units were received inside a box and on dispenser and a plastic bag, one of the received units had a hand written note indicating the leakage location. A random sample size of 76 units was taken to perform evaluation and testing (including the unit with the hand written note): water/air leak test: using a lab supplied male slip luer test fitting performed a water/air leak test. No leakage was observed on any of the areas of the catheter adapter assemblies. Visual/microscopic examination: no physical-mechanical damage was observed on any of the components of the catheter-adapter assemblies. Relationship of device to the reported incident: indeterminate. There was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defect. The units tested did not display any adverse characteristics that would contribute to the defect the customer experienced.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos from the customer in support of this complaint. Event description: it was reported that fluid squirts out of the winged area of the IV catheter. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the lot number 7082946: the lot number was built on afa line 4, from march 29, 2017 thru march 31, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in-process samples included (but not limited too); damaged tubing, flare damages, adapter damaged/cracked were performed on various stages throughout the process, all the inspections passed per specifications. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Investigation conclusion: root cause. Relationship of device to the reported incident: indeterminate. Comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.